Manufacturer narrative:
Product event summary: the mapping catheter 990063-020, with lot number 216868939, was returned and analyzed. Visual inspection of the remaining parts of the loop of the mapping catheter showed that there were only 5 electrodes remaining on the loop. In conclusion, the reported electrode detachment was confirmed from the returned loop. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, all of the electrodes on the mapping catheter detached from the shaft of the catheter during insertion into the balloon catheter. All of the electrodes were safely collected from the balloon catheter. The case was completed with cryo. No patient complications have been reported as a result of this event.